Event description:
Subject: (B)(6). UK infinity® total ankle system study. Pain and reduced mobility right ankle. Narrative of adverse event: at clinic (B)(6) 2024 patien reported 3 month history of pain walking up stairs and uphill. Awaiting further investigations CT spect 2025 shows gutter impingement. (B)(6) 2025 on surgery waiting list. Additional information received on 24 march 2026: adverse event term: "gutter impingement causing pain. Narrative additional comments: pla is for debridement of gutters, exchange poyethylene and capsular debridement.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Subject: (B)(6) UK infinity® total ankle system study. Pain and reduced mobility right ankle narrative of adverse event: : at clinic (B)(6) 2024 patient reported 3 month history of pain walking up stairs and uphill. Awaiting further investigations CT spect 2025 shows gutter impingement. (B)(6) 2025 on surgery waiting list.